Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 1000 mcg/ml baclofen at a dose of 238.3 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that an alarm for empty pump was occurring about a week ago. The patient had missed a refill. The hcp was refilling the pump on (B)(6) 2017. The patient had symptoms of withdrawal. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2017. It was reported that no diagnostics were performed other than interrogating the pump with a clinician programmer to determine that the pump was empty. It was unknown if the empty pump or symptoms were resolved because the patient was following up with a different hcp. The name and phone number of the other hcp were unknown. The hcp treating the patient at the time of the event reported stressing the importance of not letting the pump run dry, and stated that the patient was in such discomfort that he did not think the patient would allow the pump to run dry again. The patient's weight at the time of the event was unknown.